Event description:
It was reported that the patient implanted with an implantable cardioverter defibrillator (ICD) had received eight inappropriate high voltage therapies due to undersensing on their defibrillation lead. The patient had no intrinsic rhythm and slow ventricular rhythm. The lead was suspected to be fractured by the physician and was therefore explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found. Vf episode was not included in save to disk file. No evidence of anomaly/noise/oversensing, sic etc. On egm or counters.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a tear, and visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the inappropriate shocks described in the event. There were no anomalies observed that would contribute to inappropriate shocks, and all electrical/visual testing was within specified parameters. In addition an in-vivo fracture or insulation breach was not observed. Product ID dtba2qq implantable cardioverter defibrillator implanted: (B)(6) 2013, 6935m 4076 implantable pacing lead (B)(6) 2013, 4298 implantable pacing lead (B)(6) 2013. (B)(4).